Manufacturer narrative:
The affected device was returned to the cmo on 08-02-2023 testing, during device testing the cmo found no irregularities and the device was found to be in good working condition.

Event description:
User states the easy touch pen needles item number 832081, lot 556603p are clogged when using with a lantus solastar insulin pen. No insulin will come out of the needle when priming the pen needle. However, once the pn is removed from the insulin pen the insulin will leak out.

Event description:
User states the easytouch pen needles item number 832081 lot 556603p are clogged when using with a lantus solastar insulin pen. No insulin will come out of the needle when priming the pen needle. However, once the pn is removed from the insulin pen the insulin will leak out.

Manufacturer narrative:
Initial trend analysis for lot 556603p was conducted, no malfunctions were found. This is the only complaint for lot 556603p. Further investigation will be conducted to determine the root cause of complaint.